Event description:
The customer alleged that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and verified the reported problem. The cse replaced the power supply, power supply cable, and the gui cpu board. The unit passed extened self testing. There was no patient harm reported.